Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing discomfort due to the position of scs ipg, as the device was located in the pt's abdomen where it was hitting her ribs. The scs ipg was explanted and replaced per the pt's request.